Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy. Reprogramming was performed. No adverse consequences for the patient were reported.

Manufacturer narrative:
Describe event or problem: new information from (B)(6) 2015 stated that during follow-up, vt episodes were noted. Atp therapy was performed which in one case stopped the arrhythmia. But in other episodes the atp therapy accelerated the arrhythmia into the vf zone. No hv defibrillation therapy was delivered since the arrhythmia spontaneously aborted. No intervention or reprogramming was performed, the physician decided to optimize the pharmacological treatment. The patient¿s medical condition is good. Evaluation codes: additional device code added.